Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the outer layer of the driveline not covering the area around the plug anymore was confirmed based on the onsite evaluation by a technical services representative. It was reported that the outer layer of the driveline not covering the area around the plug to the controller anymore. No alarms were associated with the event, and no adverse patient consequences were reported. The patient was due for a clinic appointment on (B)(6) 2020, and the driveline damage would be evaluated followed by an adequate repair. It was later reported that the clamshell repair was performed by a technical services representative on (B)(6) 2020. The reported issue was confirmed, and it was noted that all tests passed. Evaluation of the submitted images also revealed that the clamshell repair was completed and rescue tape was noted surrounding the visible portions of the outer silicone jacket. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The outer layer of the driveline did not cover the area around the plug to the controller anymore. The patient had a driveline repair on (B)(6) 2020.